Manufacturer narrative:
The pump was received with a severely burned and melted case. The pump was also received with a burned keypad overlay and a burned electronics assembly. The pump was received with a broken reservoir tube lip, broken battery tube threads, a burned battery tube, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had gotten the insulin pump wet while diving in the water with in. Customer's blood glucose was 177 mg/dl. Customer tried to dry the pump using a hair dryer. Customer put the pump very close to the hair dryer for a long time, which caused severe heat damage. The heat melted half of the pump's body and screen.